Event description:
It was reported that the patient experienced a "fading" sensation. The patient felt good stimulation coverage for about 15 minutes after turning the implantable neurostimulator (ins) on, and then the stimulation faded to the point the patient was unable to feel it anymore, "almost like it was off." The patient noted that he has had the ins since 2004 and could always feel the stimulation before. Impedance values were measured and the following bipolar pairs were found to be high: 0/4, 1/4, 1/7, 2/4, 2/7, 3/4, 3/7, 4/5, 4/6, 4/7, and 6/7. The remaining bipolar pairs were found to be within normal ranges. The patient reported feeling occasional pocket stimulation as well. The battery level was measured and found to be at about 35-50%. Additional information was received that reported the patient was trying to find a physician for a possible revision or replacement. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, explanted: na, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, explanted: na, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3487a-45, lot# j0405884v, implanted: (B)(6) 2004, explanted: na, product type: lead. Product ID: 3487a-45, lot# j0406294v, implanted: (B)(6) 2004, explanted: na, product type: lead. (B)(4).